Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional which reported that on (B)(6) 2005 the patient underwent an uncomplicated left subthalamic nucleus (stn) electrode placement. Subsequent to that the patient had a generator placed and attached to the left existing electrode. The patient developed redness around the generator incision and was placed on dicloxicillin. The patient was later seen on (B)(6) 2005 in the office. The fluid in the pocket around the left generator had resolved. The incision was healing; however, since they were going to place a right sided implant in the next couple of months they thought the generator problem would worsen once the patient was off antibiotics so they placed a connector device in the right chest and removed the left generator. The left existing electrode was connected to the right sided connector device. This was done without complications.

Manufacturer narrative:
Concomitant medical devices:: product ID: 3387-40, lot# j0455229v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual had an infection and wires coming out. It was noted that the symptom location mentioned was the brain. The patient had a lot of problems initially and the initial problems had started in 2004. The patient had additional surgeries to correct, the patient had about 12 surgeries to take care of problems. Further follow-up is being conducted to obtain information about the cause, troubleshooting and actions/interventions taken to resolve the infection and wires coming out and the outcome. If additional information is received a supplemental report will be submitted.